Manufacturer narrative:
The product associated with this reported event was not returned for examination. Product info required in searching the complaint database by product lot code was not provided. The investigation could not draw any conclusions about the root cause of the reported pt pain. Provided info suggested excess scar tissue and knee instability were contributing factors to the pt pain. Add'l provided info stated the product was not suspected of failing to meet specs or being a contributing factor to the event. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.

Event description:
Pt was revised to address knee pain.